Event description:
It was reported that the tip of the instrument would not retract during use. No pt complications were reported.

Manufacturer narrative:
(B)(4): the superior jaw is broken on the rearward side of the pivot pin hole. The amount of force prerequired in order to induce fracture of the jaw is consistent with application of excessive force, resulting in the foregoing event. A review of the device history records did not identify any applicable nonconformance to spec.